Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's g5 transmitter could not be found on their smart device. Patient's father went into the settings of the smart device, forgot the transmitter, and then turned off the bluetooth and turned it back. Attempted repairing the transmitter to the smart device and this was successful. No additional event or patient information is available.